Event description:
Caller indicated ther relion micro meter was giving variable readings. Caller got a reading of 20 retested and got reading of 200 within a couple of minutes. Controls not used. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.